Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. During troubleshooting with tandem technical support, the malfunction alarm was cleared. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level of "high"; although specific value was not provided. A correction injection via manual injection was delivered to address bg. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. The customer re-loaded the cartridge to resolve the issue and insulin delivery was resumed. Customer's blood glucose was 300 mg/dl.